Event description:
It was reported that an alert was triggered for left ventricular (lv) lead low impedance. Impedance was low but stable. There were no signs of a lead integrity issue otherwise. The pacing vector was reprogrammed and impedance was within normal range. Technical services discussed that a fixed threshold impedance alert will continue to trigger given historic measurements and discussed disabling the alert. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.